Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he customer experienced high blood glucose. Customer stated that he customer was worried about the insulin pump was not working because of the high blood glucose. Customer¿s high blood glucose value was 600 mg/dl at the time of incident. Customer treated with injection for the high blood glucose. Customer had a symptom like nausea. Customer was feeling thirsty and having abdominal pain. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis. Frn-rsvr, unomed inf set.